Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. Customer continued to use the pump for insulin therapy and is relying on t: connect mobile app to interact/bolus with pump. There was no adverse impact to the customer¿s blood glucose level.